Manufacturer narrative:
The t:slim g4 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill notification when attempting to load a cartridge. Reportedly, the cartridge was filled with 150 units of insulin. Subsequently, air was not being removed from the cartridge. The customer's blood glucose level was 173 mg/dl. Reportedly, the customer loaded a new cartridge successfully.